Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) pump due to the device being unable to activate after the initial implant. During the procedure, a leak was found in the pump tubing. A new aus pump was implanted, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump and kink resistant tubing (krt) identified a blockage at the end of the krt segment. Functional testing was unable to be performed due to the blockage. Based on the information available, the reported observations were unable to be confirmed, so a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) pump due to the device being unable to activate after the initial implant. During the procedure, a leak was found in the pump tubing. A new aus pump was implanted, and there were no patient complications reported.